Manufacturer narrative:
Add'l lot injected on (B)(6) 2011: 1020842 (expiration date 08/2013, manufactured 08/2010). The device history records for two reported lots were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. On (B)(6) 2010, the pt was injected with 1.0 ml coaptite, lot 1018596; and on (B)(6) 2014, the pt was injected with a 1.0 ml coaptite, lot 1020842. On (B)(6) 2012, the pt developed urinary tract infection as reported by the pt. The pt was treated with antibiotics from the primary care physician. Per physician, the event was of mild severity and definitely not related to coaptite. The pt recovered on (B)(6) 2012.